Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument and completed the device evaluation. The instrument was analyzed and found to have melting at the tip. During visual inspection the instrument was found to have thermal damage at the tip. The instrument passed electric continuity. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument released energy and began arcing almost immediately on several attempts. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation related to customer reported complaint: the instrument was found to have blade damage at both the tip and the midpoint of the blade. Both of the blade edges was indented. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage.

Event description:
It was reported that during central processing, the 8mm monopolar curved scissors (mcs) instrument scissors tip was bent.